Manufacturer narrative:
Patient samples were returned for investigation. The samples were found clearly positive for anti-toxo igg with the elecsys. This was further confirmed by a validated neutralization assay. Different concentration values derived by different test formats are often observed in toxoplasma igg serology. It was determined the positive elecsys result was correct. No adverse events were reported.

Event description:
The user received questionable toxoplasma igg results for three samples from one pregnant patient who was known as negative for toxoplasma igg and igm with vidas and platellia biorad methods. The result from the first sample on (B)(6) 2010 was 92 u/ml and the result from the vidas was negative. The result from the second sample on (B)(6) 2010 was 49 u/ml and the results from the vidas and platellia methods were negative at 4.2 u/ml with a cut off at 9 u/ml. The western blot was negative and the result by abbott method was 2.1 and 2.2 (no unit of measure was provided) or indeterminate. The result from the third sample on (B)(6) 2011 was 49 u/ml and the result from the vidas was negative. No adverse events were alleged regarding the issue. The toxoplasma igg reagent lot number was 160206.

Manufacturer narrative:
This event occurred in (B)(6).